Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
(B)(4) false positive sofia flu b result for (B)(4) patient reported. It is unknown if patient was symptomatic or asymptomatic when tested.